Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm and critical pump error. Customer stated that the insulin pump screen was blank and screen was turned off. Customer stated that the battery cap was damaged. Customer was able to clear the power loss alarm and program the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm, blank display, trace pointers are invalid and battery cap damage found on july 03, 2022. No critical pump error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Device failed sleep current test due to moisture damage on electric board. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electric board, motor and force sensor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing and in the history files or traces. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump error 68 was found in the device downloaded history on july 02, 2022 at 17:11:21.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Unexpected battery power loss confirmed due to moisture damage on electric board. Trace pointers are invali not confirmed. Battery cap damage unknown due to device being received without battery cap. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.